Event description:
It was reported that during preparation for an unspecified inferior vena cava (ivc) filter placement procedure, the filter deployed prematurely. The 40% stenosed, non calcified lesion being treated was located in the moderately tortuous ivc. During priming of the titanium greenfield vena cava filter, outside of the pt's body, a 10cc syringe was connected to the priming port and when flush was performed, the filter was exposed 5mm from the catheter. The device was not inserted into the pt. The procedure was completed with another of the same device. The pt condition is 'good' and the pt is felt to be adequately protected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.